Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. All buttons functioned properly. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. No cosmetic damage noted.

Event description:
Customer reported that she received a no delivery alarm and when attempting to clear the alarm the screen of the insulin pump froze. Customer stated that the buttons were unresponsive at first and then the numbers begun skipping. It was noted that the screen was completely blank. Customer's blood glucose reading at the time of the call was 269 mg/dl. No further information reported.